Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 360 mg/dl. Customer stated that she changed the set three times. Advised customer to do a manual prime with the pump and insulin exit but another no delivery alarm occurred. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Pump is out of warranty and replacement could not be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.